Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2104601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) did not expose tamp tube when physician shuttled down on gray handle during insertion. Therefore, mynx did not deploy. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, h1, h2, and h6 as reported, the 6f/7f mynxgrip vascular closure device (vcd) did not expose the tamp tube when the physician shuttled down on the gray handle during insertion. Therefore, the mynx did not deploy. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2104601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy- advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.